Event description:
Event was reported to caldera medical by an attorney. The patient has suffered incontinence, emotional distress, urinary tract infections, pain, and discomfort. No further information has been provided.